Event description:
It was reported the pt's scs ipg does not communicate with external devices. An sjm rep met with the pt and confirmed the issue. The pt stated he has not used or charged his scs ipg since last summer. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.